Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that this programmer's inverter was shorted and the inverter and liquid crystal display covers were melted. The affected parts were replaced and the programmer passed all functional and incoming tests.

Event description:
Boston scientific received information that this programmer's screen went black and was no longer functioning. The programmer was repaired. No adverse patient effects were reported.